Event description:
The rep did not have much info regarding what happened. He was not sure how it was being used and was told by the customer that they snapped in two.

Manufacturer narrative:
Product has not been returned yet. Internal investigation has been initiated.